Manufacturer narrative:
One opened/used enlite sensor was inspected and a continuity resistance test was performed, the sensor passed per specifications. Also a bicarbonate buffer test was performed and the sensor passed with accurate readings. The cannula was found bent. It could not be confirmed if the customer received the sensor in said condition due to it being returned opened/used.

Event description:
The customer reported via phone call that they received sensor error alerts with multiple sensors. Blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was performed and the customer stated that the cannula has been bent on all the sensors and some of them seemed like they were missing. It was advised that the sensors would be replaced. The customer returned the product for analysis.